Event description:
During yag laser procedure the md could not the laser focused. Another md took over. Pt said light was very bright. The lumenis product has slt and yag. Md feels the machine can result in users being confused about which mode they are in. (B)(6).